Event description:
Reporter indicated a vns lead break was observed during a prophylactic vns generator replacement surgery. A new lead was implanted with the new generator. Preoperative diagnostics with the old lead and generator were within normal limits. The explanted generator and lead have been returned and are pending analysis. Attempts for further information are in progress.

Event description:
Product analysis was completed on the returned vns generator and lead. No anomalies were identified with the generator and the generator performed per specifications. Analysis of the lead identified an abraded opening in the outer tubing, along with dried body fluids inside the outer tubing which likely was due to the abraded opening. The condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pins provide evidence that, at one point in time, a good mechanical and electrical connection was present. Note that since a portion of the white (+) and green (-) electrode inner silicone tubes and quadfilar coils (between the electrode bifurcation and anchor tether) was not returned was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Reporter indicated the abraded outer tubing was noted in the surgery, and not an actual lead fracture. As product analysis did not identify any fractures and preoperative systems diagnostics were within normal limits, it is unlikely a lead fracture occurred.

Manufacturer narrative:
Although an abraded opening was noted in the outer tubing, this would still allow for normal device function.

Manufacturer narrative:
Type of report, corrected data: the initial MDR report inadvertently omitted the 30-day report designation.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated the abraded opening in the vns lead may have been caused by the patient's neck contracture, which has been present for many years as a result of his disease process.